Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information was received on 5/28/2026. The applicator was evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. The g7 wearable has been received but is pending evaluation. A follow up report will be submitted upon completion. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - correction/additional information/device evaluation h3a: device evaluated by mfg - additional information h6 codes: component code - correction h6 codes: medical device problem code - correction h6 codes: type of investigation - additional information h6 codes: investigation findings - additional information h6 codes: investigation conclusion - additional information h10: corrected data h11: additional narrative